Event description:
It was reported that two (2) patients implanted with bilateral synergy intraocular lens (iol) complained about semi-circle shadow and waterdrop shadow(each). One patient who exchanged to eyhance had no issue related to waterdrop shadow. Patient status was reported as permanently impaired. No further information was provided. Note: this report pertains to the right eye of the patient who had an exchange to a eyhance lens. A separate file has been created for the other patient.

Manufacturer narrative:
Section a2, a4, a5: unknown/not provided. Section d1: brand name: unknown, as the serial number was not provided. Only provided as synergy iol. Section d4: model number: unknown, as the serial number was not provided. Only provided as synergy iol. Section d4: catalog number: unknown, as the serial number was not provided. Section d4: serial number: unknown/not provided. Section d4: expiration date: unknown, as the serial number was not provided. Section d4: UDI number: unknown, as the serial number was not provided. Section d6a: if implanted, give date: unknown/ not provided. Section d6b: if explanted, give date: unknown/ not provided. Section e1: initial reporter's email, address and telephone number: unknown/not provided. Section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h4: device manufacture date: unknown, as the serial number was not provided. Attempts were made to obtain the missing information; however, no additional information is available. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.